Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
A customer contacted baxter's technical service center reporting that he pulled the transfer set off of himself when he stretched it too far trying to grab something in the kitchen during dwell 3 of 3 on the home choice (hc) machine. The technical service representative (tsr) assisted the home patient (hp) to end therapy and the hp would contact the nurse. During a follow up with the hp's wife regarding the separation, the wife explained that the hp had been stretching too far back to reach for a coffee pot that was on another table, and pulled hard on the tubing. Per wife, the disconnection occurred between the transfer set and the patient line. The wife confirmed that there were no loose connections or defects on the products. The wife stated that she has now moved the coffee table closer to the hp, so he does not have to lean too far. The wife stated that the transfer set was replaced, and confirmed that the hp did not have any injury or harm as a result of this incident. Per wife, hp is doing fine and continuing therapy. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Event description:
It was reported that during a laparoscopic internal anal sphincter procedure, abdominal air leak occurred from the reducer seal after about an hour. The other new device was used, but the same event occurred. The leak occurred from the valve when a forceps was taken out from the device. The flow volume of the carbon dioxide was 8l/min. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Leak test failure. The analysis results found that the device was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The final quality release criteria were met before this batch was released for distribution.